Manufacturer narrative:
H11: additional manufacturer information: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from china, a 6900 valve of unknown size implanted in mitral position was explanted due to excessive vegetations on the mitral annulus affecting leaflet closure, leaflets thickened opening was restricted (mean transvalvular pressure gradient of 16 mmhg) and moderately severe mitral regurgitation after an implant duration of approximately three (3) years and six (6) months. As reported, the patient presented with chest tightness, shortness of breath, and palpitations after activity with slight relief at rest. The symptoms gradually worsened, prompting hospital evaluation. The valve explanted was intact. A 27mm non-edwards valve was implanted in replacement. After intervention mitral leaflet opening and closure were satisfactory. Doppler detected mild mitral regurgitation. The patient was noted as to be in stable condition.

Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Leaflet thickening may be attributed to structural valve deterioration (svd), non-structural valve dysfunction (nsvd), thrombosis, endocarditis, or any combination of these factors. Leaflet thickened is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to leaflet thickening. Therefore, a definitive root cause cannot be conclusively determined. Since no edwards defect was identified, corrective or preventative actions are not required.